Event description:
It was reported by service report that the foot lift was inoperable and was stuck one-third of the way up from the lowest position. No pt involvment or adverse consequences are reported.